Event description:
On 3/18/94 we learned from the hospital that the ventilator "just stopped" while on a pt. The hospital told us that the pt was "bagged" and placed on another ventilator, and the pt was not injured.